Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Blood in lip [lip haemorrhage], blood in mouth [mouth haemorrhage], pain, hurt - lip [lip pain] brushhead became detached/broke off...then lip hurt and there was blood in mouth/lip - oral-b power precision clean brushhead [injury associated with device], brushhead became detached/broke off - oral-b power precision clean brushhead [device breakage]. Case description: consumer called stating brush head became detached/ broke off. No serious injury reported.

Manufacturer narrative:
On 15-jun-2018 product investigation results: reporter returned toothbrush head on (B)(6) 2018. Toothbrush head confirmed to be counterfeit.

Event description:
Blood in lip [lip haemorrhage]. Blood in mouth [mouth haemorrhage]. Pain, hurt - lip [lip pain]. Brushhead became detached/broke off. Then lip hurt and there was blood in mouth/lip - oral-b power precision clean brushhead [injury associated with device]. Brushhead became detached/broke off - oral-b power precision clean brushhead [device breakage]. Product counterfeit [product counterfeit]. Consumer called stating brush head became detached/ broke off. No serious injury reported.

Event description:
Blood in lip [lip haemorrhage]. Blood in mouth [mouth haemorrhage]. Pain, hurt - lip [lip pain]. Brushhead became detached/broke off...then lip hurt and there was blood in mouth/lip - oral-b power precision clean brushhead [injury associated with device] brushhead became detached/broke off - oral-b power precision clean brushhead [device breakage]. Case description: consumer called stating brush head became detached/ broke off. No serious injury reported.

Manufacturer narrative:
22-aug-2018 product investigation results: reporter returned toothbrush head on 13-jun-2018. Product return was initially identified as counterfeit but the information was erroneous. After full investigation, results showed that complaint was caused by a breakage of the refill due to an effect of force resulting from consumer handling.